Event description:
The facility alleges the skin staple jammed during use. No patient injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by manufacturer: the actual device from the procedure will not be returned for evaluation. The reported condition was investigated and corrective actions have been implemented as of january 31, 2007.